Manufacturer narrative:
The explanted products were not returned to boston scientific. A new pacing system was implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submited should further information be provided.

Event description:
Boston scientific received information that this pacemaker, right ventricular defibrillation (rv) lead and right atrial (ra) lead were explanted due to a patient infection and pocket erosion using laser extraction. (The right defibrillation and right atrial lead model and serial numbers are unknown). There was no additional adverse patient effects were reported.